Event description:
Facility alleges blood leak during treatment. Rn reports home pt had fiber leak one hr into treatment. Circuit discarded; estimated blood loss 200 cc. Restarted with new dialyzer and lines. No further problem reported. No pt injury.